Event description:
Had breast augmentation in 2007. Subsequent revision and replacement with allergan biotech high profile textured saline implants after post op shifting of initial placement same year. Started having severe pain in my left breast and gradual increasing swelling in 2020. Intermittent intense itching of nipple and surrounding tissue. Left breast is now significantly larger and misshapen. No acute injury to explain symptoms. Intermittent night sweats started six months ago. Periodic fevers, intense pain, and swelling still present. Contacted my surgeon who suggests evaluation for complications. Ultrasound and fluid aspiration and lab evaluation scheduled for (B)(6) 2021. FDA safety report ID# (B)(4).